Manufacturer narrative:
(B)(4). The investigation was completed on 02-mar-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s20321.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded suspected discrepant false negative results on a (B)(6) year old male patient with shortness of breath, sinus tachycardia, mild cardio megaly, central vascular congestion without overt failure & smoking methamphetamine prior to arrival. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Positive cut-off value for I-stat troponin test: 0.08 ng/ml. Positive cut-off value for comparative instrument (if applicable): 0.08 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient was seen for possible overdose. Other tests showed no abnormal values. The patient was awaiting a cardiology consult but left the facility without medical advice. The customer stated that the patient's chart stated non-st elevated myocardial infarction. However, there is no information to support that the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).